Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1624c93e, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: etlw1616c93e, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a 90mm ruptured abdominal aortic aneurysm. It was reported that the patient presented emergently with back pain and pre the endovascular procedure was in cardiac arrest. Chest compressions were performed and once patient stability was established the index procedure commenced. The physician had planned to implant an endurant bifurcate however because of patient anatomy, age and unstable medical condition the physician elected to implant an endurant aui (etuf2814c102e) and perform a fem-fem bypass. The aui was placed on the proximal left side and the physician built down into the lcia with 2 endurant limbs. A non-medtronic plug was placed in the rcia. The final angiogram indicated successful sealing of the rupture but the patient became unstable again. CPR was commenced and the patient received 11 units of blood. A temporary pacer was placed however the patient did not recover and expired during the index procedure. Per the physician the cause of the event was due in part to blood loss prior to the procedure and undiagnosed cad disease that impeded recovery.